Event description:
Per the clinic, the device was explanted (date not reported) due to unknown reason. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on march 31, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on june 27, 2022.